Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the generator would not turn on (no boot). This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.